Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. B)(4). No complaint received with return of device. Failure (event) observed during analysis. Analysis found insulation abrasion between 27.3 to 27.6 from connector end. Re- conductor insulation was compromised, consistent with friction to another device. Lead exhibited normal electrical characteristics.